Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; however, a photograph of the device was received. Visual inspection of the photograph revealed particulate matter in the device. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter approximately 1.5 mm in size was observed in an empty intravia container. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.